Manufacturer narrative:
It was reported by the end user that on (B)(6) 2020 he was in his wheelchair entering into his living room. Reporter states, as he "attempted to pass by the wood burning stove, practically in the middle of the room, the wheelchair just tipped over." Reporter states he does not know what caused the wheelchair to tip over and reports there is nothing mechanical wrong with the chair and denies needing or wanting a replacement chair. Reporter states when the wheelchair tipped over, it fell to the left. Reporter states he struck the back of his head and his back on the wood burning stove. Reporter states he called 911, when paramedics arrived, "they stood him up and placed him in a chair to remove him from his home." Reporter states he was taken to the local emergency room (ER) for complaints of head and back pain. X-rays and lab work were taken. Reporter was released later that day. No prescriptions were written related to the incident. Reporter states he had a hip replacement in 2019 and is scheduled for knee surgery (B)(6) 2020. Reporter states, "his primary care doctor keeps him supplied in pain medication and xanax." There were no serious injuries reported. Due to medical intervention and in abundance of caution this medwatch is being filed. No further information is available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the end user, he had fallen off a medline wheelchair struck and injured his head and back.